Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer successfully resumed insulin deliveries without the need to change any of the pump supplies. Blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.